Event description:
It was reported by the mitek rep. That the ceramic portion of the electrode had broken off into the patient. Thorough search of the local area for the broken fragment turned up nothing, x-rays of the patient were taken and there was no evidence of any foregin body in the patient. The conclusion of those involved was that the broken ceramic piece was sucked up through the exhaust cannula into the waste. There was no adverse consequence to the patient....also the mitek rep. States that the facility has filed a report of the incident. Further, it is possible that if the broken fragment were not retrieved from the patient it could potentially cause injury. As a result of this potentiality an MDR is being filed.